Manufacturer narrative:
(B)(4). Concomitant medical products: biomet 36mm cocr mod hd -6mm cat#11-363660 lot#669470, unknown stem, unknown shell, unknown locking ring, unknown screws (qty 2). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-02204, 0001825034-2020-02206.

Event description:
It was reported that a patient underwent an initial tha 7 years ago. Subsequently, the patient underwent a revision due to a cracked liner and metallosis. A new locking ring, liner and ceramic head with plus 3 adapter were implanted during revision. Patient fell previous to revision surgery. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, g4, h1, h2, h3, h6, and h10. Reported event was considered confirmed. As visual inspection confirmed, the liner to be cracked. The outer radius is heavily deformed near the apex and indented near the locking groove. Two pieces have fractured from the liner. Poly strands extend from the liner in the location of the fractured pieces. X-rays show that there is malalignment as noted, reflecting liner wear, fracture or displacement. Device history record was reviewed, and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.